Event description:
This was a diagnostic case. The patient's vessels were calcified. The latchwire would not latch to the distal end of the device anchor. After two attempts to attach the latchwire were unsuccessful, the physician converted to standard access. The patient recovered without further sequelae.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device confirmed the narrative of the complaint. The latching components were damaged, specifically, the latch was bent, the distal end of the anchor opposite the tab appeared damaged, and the latchwire was kinked. The tab itself was undamaged; there were no cracks or stress marks on the tab. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed to date, the latchwire appears to have separated from the device because the latch may have been damaged during use. Further, based on the damage observed on the anchor, it is believed that the latch was bent during use. The probable root cause, based on available information, is bending of the latch during latchwire insertion into the distal end of the anchor, which resulted in detachment of the latchwire. A corrective and preventive action has been opened to continue the investigation into this event.